Event description:
It was reported that the patient developed tumor cells at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient was subsequently hospitalized and underwent a surgical intervention in which the ipg was explanted, and the surrounding tissue at the pocket site was surgically excised. A replacement ipg was then implanted on the contralateral side of the patients body. The physician does not feel the device contributed to the patients reported condition. The patient was released from the hospital. The explanted ipg will not be returned as it was removed with the adjacent tissue. The excised tissue is scheduled for histopathological analysis, however the results are not available.